Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - female patient operated at hospital one year ago. During training felt a difference and a noise in the hip and afterwards pain. The explanted implants show sign of impingement and maybe broken parts of the 10 deg lipp. Enclosed pictures from: post op from primary operation, from before revision surgery and of the explanted implants. The product was not returned to j&j medtech orthopaedics; however photos were provided for review. See attachment before revision -1, before revision -2, explanted impl - 2, explated imp - 1, post op primary -1, post op primary -2 and explanted imp -3. The photo investigation revealed that the unknown hip femoral head has signs of material transfer, most likely caused by the head being in contact with the acetabular cup after the disassociation event occurred. Audible sound would be present due to the unintended interaction between the acetabular cup and the femoral head. The observed condition does not represent a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unknown hip femoral head would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Female patient operated at hospital one year ago. During training felt a difference and a noise in the hip and afterwards pain. The explanted implants show sign of impingement and maybe broken parts of the 10 deg lipp. Doi: (B)(6) 2023. Doe: (B)(6) 2024.